Event description:
Unomedical reference number (B)(4). Event occurred in greece on (B)(6) 2024, it was reported by the patient that he did not receive insulin due to infusion set cannula needle break during insertion. Infusion set was inserted in the body for few minutes. No further information was available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).